Event description:
Customer reports that unit is "inop" with error code e05 displayed. Incident occurred while on patient, hospital staff immediately responded to alarm condition, placed patient on alternate ventilator. No patient injury reported.